Manufacturer narrative:
Batch review performed on 07-nov-2024: lot 2338886: (B)(4) items manufactured and released on 16-oct-2023. Expiration date: 2028-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 07-nov-2024: gmk-spherika 02.12.ka11r femoral component spherika cemented s1+r (k211004) lot 2315337: (B)(4) items manufactured and released on 14-sep-2023. Expiration date: 2028-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 6 months after the primary, the patient reported pain due to adhesion and scar tissue formation as well as patella discomfort. Has been also reported presence of instability. The surgeon revised the femur and insert and resurfaced the patient's natural patella. The surgery was completed successfully.